Event description:
A site representative reported intermittent tracking that occurred while in an ear, nose & throat (ent) procedure; the surgeon was unable to track the registration probe. Removing the metal from around the emitter improved tracking. After doing so, the surgeon was able to track the registration probe and the patient tracker. The surgeon then stated that he was unable to pass tracer registration. A medtronic representative trouble-shooting, made recommendations regarding tracer pattern and using a light touch. Tracer registration passed, however, the surgeon noted there were red dots on the patient nose area. Accuracy was checked on the nose and the surgeon alleged it was 2-3mm inaccurate. Removing packing material from the patient's nose and then re-tracing did not resolve the issue. The surgeon opted to continue the use of navigation to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4) 2014 medtronic representative performed a navigation system check-out, all areas passed except hardware. Replaced monitor and cables. Issue resolved. Software investigation completed; unable to determine root cause without further information as the reported behavior cannot be replicated. Patient archive was not saved.